Event description:
The lead was implanted 2 weeks ago. Intra-operatively, during the stage 2 procedure, impedance readings were <250 ohms on electrodes 1 and 2. The extension was replaced and readings were still the same. Additional information has been requested, a follow-up report will be sent if additional information becomes available.